Event description:
In 2009, the patient reported that about one month ago, his insulin infusion device would not stop priming after insulin dripped from the tubing. He stated, he tried pressing all the buttons, including the up/down buttons, but the device would not stop priming until it reached 25 units. He said this happened twice, about one week apart. He said this has not happened since and currently all buttons are working. He stated his device has been dropped as it fell off a counter, but it is not physically damaged. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.